Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-00546. It was reported pericardial tamponade occurred. An intellamap orion¿ mapping catheter was selected for use during an ablation procedure. After ablating for some time in the coronary sinus and left ventricle, the physician noticed low blood pressure. A transthoracic echo was done and pericardial tamponade was observed. The procedure was aborted and an epicardial puncture was performed. Following the puncture, the patient was in stable condition; he was transferred to the intensive care unit for overnight monitoring, and subsequently fully recovered. The cause of the tamponade was not determined; however, the physician indicated it was mostly likely not related to performance issues with the catheter.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed damage to the proximal end of the basket observed on splines 7, 8, and 1, from what appears to be trimming/cutting of adhesive around the collar. The device failed electrical testing due to a golden electrode 86 being out of specification. The number and location of out of specification electrodes identified during electrical testing would not affect tracking or visualization of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as 2134265-2018-00546. It was reported pericardial tamponade occurred. An intellamap orion mapping catheter was selected for use during an ablation procedure. After ablating for some time in the coronary sinus and left ventricle, the physician noticed low blood pressure. A transthoracic echo was done and pericardial tamponade was observed. The procedure was aborted and an epicardial puncture was performed. Following the puncture, the patient was in stable condition; he was transferred to the intensive care unit for overnight monitoring, and subsequently fully recovered. The cause of the tamponade was not determined; however, the physician indicated it was mostly likely not related to performance issues with the catheter.